Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. Corrected information is provided in outcomes attributed to adverse event and the event description. The manufacturer internal reference number is: (B)(4).

Event description:
It was learned that this is a vitrectomy handpiece that did not function at full capacity.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the vitrectomy handpiece was not working prior to a surgical procedure.